Event description:
The customer reported that the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera and the high voltage cable were replaced. The system was tested and found to be working as intended and put back into service.